Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A photo was returned that showed a shield not on the needle in package. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5190901. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® safety-lok¿ bcs with pre-attached holder, 21g 7in tube did not have the protective shield sitting on the needle at individual packaging opening. The nurse pricked her finger with the unused needle on her thumb. There was no medical intervention for needlestick.